Manufacturer narrative:
Correction: (intervention req). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge cutting on a laparoscopic pneumothorax surgery, the device burst nails and one can not be fired. They had to manually suture to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge cutting on a laparoscopic pneumothorax surgery, the device burst nails and one can not be fired. They had to manually suture to complete the case. There was no patient injury.